Manufacturer narrative:
Date of event: event date was not reported and was approximated to (B)(6) 2021.

Event description:
It was reported that the device stopped aspirating. A 2.4mm / 3.4mm jetstream xc atherectomy catheter was selected for use in a procedure. During the procedure, the aspiration port stopped working. The procedure was completed with balloon angioplasty. No patient complications were reported.